Event description:
It is alleged a fire occurred in a home, where a pride scooter was located. The patient died as a result of injuries sustained in the fire.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. This incident is in litigation. Cannot draw any conclusions at this time. A space heater is also in question regarding this matter. Pride cannot confirm or deny the scooter involved was indeed a pride product. The serial number provided was not a pride serial number. However, pride is reporting based on the reporting requirements. A follow-up report will be submitted, after the evaluation of the scooter.